Manufacturer narrative:
Qn#(B)(4). The following components were received as part of the 2416 corrugated comfort flo remote temp port for investigation. One 2416 heated single limb circuit, one pressure relief valve, one 1650ml hudson rci sterile water bottle, and one concha smart water column. Upon receipt a visual inspection was performed to identify any possible signs of abuse/misuse/damage. Nothing visually noted. The concha smart column was installed into a neptune heater. The column was connected to a 1750 ml water bottle supply. Once the connections were properly secured the water bottle was suspended to the side of the neptune. The water level moved up into the column being gravity fed to the level sensing tube. This short test confirmed the valve was not stuck closed at the time of the testing. The remaining two check valve discs were operable as the column valves were turned from one side to the other, showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle/bottle to column valves opened and closed freely. The column was placed into a 425-00 neptune heater without water. The neptune was turned on and set to 37 degrees "c", with heavy rainout. Within 3 minutes the low water indicator lamp had illuminated. The kit column was connected to a concha water bottle following the correct positions. The water bottle was punctured, both upper and lower tubes were inserted into concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The final column connections were made to the corrugated circuit. Utilizing a 3lpm air flow, with no problems were detected with the column/circuit. The cannula was disconnected with no water level increase into the circuit. The infant cannula was then reconnected to 3lpm. The nasal nares were then manually occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system. Then airflow was then disconnected. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest back pressure settings.

Event description:
The complaint is reported as: "system running at 41/2 liter per minute heater on 36. The column filled with water and overflowed and entered the column and cannula." There was no patient injury reported. Patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "system running at 41/2 liter per minute heater on 36. The column filled with water and overflowed and entered the column and cannula." There was no patient injury reported. Patient condition was reported as "fine".